Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during an uncertain procedure. The tissue pad was severely brunt and loosen. It was reported that the intended procedure was completed using the subject device. There was no patient injury reported.

Manufacturer narrative:
. The subject device was returned to omsc for evaluation. As a result of the evaluation on (B)(6) 2016, omsc confirmed that the tissue pad was worn and partially peeled. The manufacturing record was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known the following. The tissue pad was worn due to activations of seal & cut output without contacting tissue (including after the tissue already cut). The tissue pad was partially peeled due to excessive heat by friction between the grasping section and the probe tip. The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.